Event description:
It was reported to philips the touchscreen was intermittent. The touchscreen was recalibrated several times, will function properly, then will relapse into an unresponsive state or will move to the upper left when the screen is touched. There was no patient involvement or harm. This event was reported to have occurred during preventive maintenance (pm). There was no delay to therapy. The customer contacted philips and requested to have a repair quote sent. The customer stated they were unable to get a response from philips so they elected to contact a third party repair company. No further information is available. The resolution and disposition are unknown.